Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing low blood glucose of 35 mg/dl, treated with food. Customer's spouse states customer has been getting low blood glucose periodically since he was given the device. The device support cap was normal. Spouse was not sure if the settings are correct on the device, was going to go back to the doctor to ensure the settings are correct. Customer was not admitted. Most recent set change was the (B)(6) 2014. Insulin in the reservoir was a little bellow the "2" line and the device indicated 167.6 units left. Spouse stated the customer did have an x-ray taken and was informed it would not harm the device. Customer was advised to avoid putting the device in that environment. No further information reported.